Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 74563 with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for 74563 was not observed.

Event description:
It was reported that the bd vacutainer® cpt¿ cell preparation tube with sodium heparin experienced poor barrier separation. No report of serious injury or medical intervention.